Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for assistance with a supply change, during which blood glucose rose from 206 mg/dl at call start to 268 mg/dl after the change, following earlier low glucose for which the user reported overcorrection; the user planned to eat and continue ilet use as normal. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond self-management, and no hospitalization. Troubleshooting and education were completed by phone, including guidance on completing the cartridge fill and supply change steps. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed no device malfunction identified and a probable user-related or physiological factor contributing to the elevated glucose after overcorrection. It was concluded that the event was consistent with hyperglycemia of unclear cause without device failure, and continued monitoring and standard use were appropriate.